Event description:
This lv lead was implanted (B)(6) 2003. A call to technical services on (B)(6) 2010 states that patient thought he heard beeping from the device. Hcp does not see anything out of the ordinary, rv and lv were less than 3mv, patient is in complete heart block, he heard 1 solid beep and it was gone, did it again in 24 hours, all other numbers are fine. Interrogated and no warnings showed up. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).